Event description:
The plaintiff's attorneys alleged that after the use of the product the decedent subsequently experienced sudden cardiac death following dialysis treatment on or about (B)(6) 2014.

Manufacturer narrative:
This is one event for the same patient involving two separate products.